Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a smartablate and something like a plasticizer was found moving inside the tube. It was observed at the time of tube flushing, before inserting the catheter into the patient's body. They flushed the tube several times; however, they could not remove it at all. The issue was resolved by replacing the tubing set. The procedure was completed without patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a smartablate and something like a plasticizer was found moving inside the tube. It was observed at the time of tube flushing, before inserting the catheter into the patient's body. They flushed the tube several times; however, they could not remove it at all. The issue was resolved by replacing the tubing set. The procedure was completed without patient consequence. Additional information was received on 20-may-2025. It was indicated that the material observed was inside the tubing. The material was observed loose (with movement). The foreign material seemed to be firmly stuck inside the tube, and it is about 1mm in size, the color was cloudy white. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-may-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and cloudiness inside the tubing was observed. A device history record review was performed for the finished device number lot ac9229961 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The cloudiness issue could be related to the foreign material reported by the customer; therefore, the customer complaint was confirmed. The instructions for use contain the following information: verify that the smartablate¿ irrigation tubing set is free of leaks or defects and that all bubbles have been flushed from the tube set. If bubbles are present, continue flushing until they are passed through the tubing set. In addition, bubbles with no movement and cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions were opened to introduce optimization actions on devices with cloudiness and microbubbles. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).